Manufacturer narrative:
Reliability analysis inspected an opened/used sensor and found that the sensor was broken. The broken part was missing and reliability analysis was unable to confirm the customer received the sensor damage due to customer returning an opened/used sensor.

Event description:
Customer reported via phone call bent sensor cannula and lost sensor alert. Customer's blood glucose level was 179 mg/dl. Troubleshooting for lost sensor was performed. Customer advised that the lost sensor alert occurred because 4 packets were missed while calibration was pending. Customer advised as a result the calibration did not occur. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis.